Manufacturer narrative:
A.1., a.5. Patient information was not provided d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the gas blender. Based on repair history, this will be the 4th time this particular device has had the same error in the last 5 years and it looks like no fault could be found each time it was sent back for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the electronic gas blenders displayed alarm calibration fault (a fault has occurred in the actual value/actual value comparison.sensor actual value, e19). There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
The affected device was returned to the manufacturer site: the device underwent servicing activities cleaning, disinfection and testing. The reported event was confirmed and solved after calibration. After performing all the functional tests with positive results, unit was sent back to its expected functions. Complaints database analysis revealed other similar events that have occurred since installation in 2011. In all cases, service activities were carried out at the manufacturer site and, despite intensive testing, no deviations were observed on the returned gas blender. Based on the investigation findings, a hardware malfunction can be ruled out and he most likely root cause of the event is a calibration drift over time. This drift may be attributed to normal aging of sensing components and long-term exposure to operating and environmental conditions, which can gradually affect measurement accuracy. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.